Manufacturer narrative:
The insulin pump was received with blank display due to broken trace. The pump was received with cracked battery tube threads.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 94 mg/dl. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has been dropped. The customer stated that the pump was not exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.